Event description:
It was reported that noise was detected on home monitoring iegm.

Manufacturer narrative:
As of today, the medical device is not available for analysis, therefore the device itself could not be investigated. The analysis is thus based on the inspection of the manufacturing documents of the device as well as on the provided data. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process. In the recorded period between (B)(6) 2019 and (B)(6) 2020 the left ventricular pacing impedance was recorded at 500 ohms with intermittent jumps onto greater than 3000 ohms. The analysis of the provided iegm episodes revealed noise in the left ventricular channel as indicated in the complaint. In spite of the available information, no conclusion can be drawn regarding the root cause of the clinical observation. An analysis of the lead itself would be necessary to determine the root cause. Should additional information or the device itself become available for analysis, the investigation will be updated.

Manufacturer narrative:
Upon receipt, the lead under complaint was subjected to an extensive analysis. The performance of the lead was scrutinized, including a visual, mechanical and electrical inspection as well as the provided data. In the recorded period between august 27th 2019 and february 3rd 2020 the left ventricular pacing impedance was recorded at 500 ohms with intermittent jumps up to greater than or equal to 3000 ohms. The analysis of the provided iegm episodes revealed noise in the left ventricular channel as indicated in the complaint. Approximately 48 cm distal to the is4 connector pin all conductor coils were found fractured. This damage is assumed to be the root cause of the observed oversensing. Based on the characteristics, as well as the location of the damage, it is reasonable to assume that the lead was subject to excessive mechanical forces as the result of clavicular first rib entrapment. Further damages like the damaged insulation 34cm distal to the is4 connector pin and the deformed conductor coils 22 and 43cm distal to the is4 connector pin most likely occurred during the extraction procedure. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process. In conclusion, the analysis did not reveal any sign of a material or manufacturing problem.